Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 27 mm 7000 tfx mitral pericardial valve has been placed under consideration for valve-in-valve procedure after an implant duration of approximately 11 years, six (6) months due to mitral stenosis. Patient also has thrombus in left the atrium. Patient has previous history of prosthetic valve endocarditis with degeneration, which was implanted before this valve.

Event description:
Edwards received notification that this patient with a 27mm 7000tfx mitral pericardial valve underwent a valve in valve procedure after an implant duration of approximately 10 years, seven (7) months due to mitral stenosis. A 29mm 9600tfx transcatheter valve was implanted successfully within the surgical valve. Patient also has thrombus in left atrium. Patient has previous history of prosthetic valve endocarditis with degeneration, which was implanted before this valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.